Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was positioned on the distal end of the balloon with severe damage to stent struts; struts were overlapping and bunched, the balloon material appeared to be pushed distally due to the damaged struts. A visual examination of the bumper tip showed signs of slight damage on the distal edges of the tip. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted. The device was returned inserted in 6f guide catheter with guide wire and part of the balloon was still inside the guide catheter. Dried blood was evident inside the balloon body and balloon wings appeared relaxed. The device was left to soak in water-bath at 37 degrees celsius for 48 hours to soften the dried medium. The balloon was pulled distally from the distal end of the guide catheter in order to assist inflation. The balloon was inflated to 11atmospheres (atm) and then to 12atm and no leak was detected in the balloon. However, liquid emerged from the distal end of the guide catheter indicating that there was a leak in the shaft and the inflation device started to loose pressure on the gauge indicator also. In order to locate the leak the device had to be removed from the guide catheter. The stent was removed from the balloon in order to allow the device to be pulled proximally through the guide catheter. A vacuum was pulled on the device and it was removed from the guide catheter. When the balloon was inflated again, contrast medium emerged from the damaged port site indicating the location of the leak. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found that along the shaft polymer extrusion there were severe damages at the port weld site, the port weld was stretched and it appeared twisted, torn and ripped. The balloon was inflated and it was found that the contrast medium that was used to inflate the balloon was leaking through the damaged port weld site. This type of damage is consistent with excessive force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-apr-2017. It was reported that balloon inflation failure occurred. The target lesion was located in the mid right coronary artery (rca). A 3.50 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, during deployment, the balloon was unable to inflate. The physician then switched out the inflation device but the balloon still failed to inflate. The device was removed and the procedure was completed with a 3.0 x 38 synergy stent. No patient complications were reported and the patient was doing well. However, returned device analysis revealed stent damage.